Manufacturer narrative:
This report is being filed on an international product, list number 710-100 that has a similar product distributed in the us, list number 710-000. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported conflicting results with the binaxnow strep pneumoniae test for 3 patients on unknown dates and unknown sample type. This MFR. Report addresses patient three (3) of three (3). The customer reported that the patient¿s result was initially read visually as a negative result. When the test card was read with the digival instrument, the result was positive. The customer stated the patient was symptomatic with vague symptoms of cough and a low-grade temperature. The customer reported that the patient did not require any antibiotic therapy, and that the patient clinically improved.

Manufacturer narrative:
This report is being filed on an international product, list number 710-100 that has a similar product distributed in the us, list number 710-000. New information received, customer reported sample type of urine used for testing, based upon this new information, this complaint is no longer a reportable event. Additional information: b6 - relevant test/laboratory data. B7 - other relevant history. D4 - lot #, expiration date, primary UDI number. B5 - sample type added. H4 - device mfg date.

Event description:
The customer reported conflicting results with the binaxnow strep pneumoniae test for 3 patients on unknown dates with sample type of urine. This MFR. Report addresses patient three(3) of three(3). The customer reported that the patient¿s result was initially read visually as a negative result. When the test card was read with the digival instrument, the result was positive. The customer stated the patient was symptomatic with vague symptoms of cough and a low grade temperature. The customer reported that the patient did not require any antibiotic therapy, and that the patient clinically improved.